Event description:
It was reported that the ilet pump touchscreen fractured after the user dropped the device onto a chair leg while removing it post-swim, rendering the screen unusable; the device continued insulin delivery, the screen was not usable, and the device component implicated was the touchscreen. Symptoms included hyperglycemia with a reported blood glucose of 220 mg/dl and no associated symptoms. Outcomes included a delay to therapy as the user transitioned to backup treatment and managed connectivity and insulin availability. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related physical damage problem to the touchscreen consistent with a fracture of the display. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.

Manufacturer narrative:
Initial.